Event description:
It was reported that during a cardiac ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon and the coaxial cable were exchanged, and the case was completed without any further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and the afapro28 catheter with lot number 26424 were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed six applications were performed using catheter number 1 identified as afapro28 with lot number 26424. The patient file showed six applications were performed using catheter number 2 identified as afapro28 with lot number 26459. The patient file on catheter number 2 showed system notice 50012 (indicating that the refrigerant delivery path was obstructed) during the transition phase at application #3. The received failure file contained failure records for the date of the event. The failure file showed persistent system notice 50005 (indicating that the safety system detected fluid in the catheter and stopped the injection) on the reported date of the event. The failure file showed system notice 50012 (indicating that the refrigerant delivery path was obstructed) on the reported date of the event. External visual inspection of the balloon segment showed discoloration of the balloon material. The discoloration was not typical of what is normally seen with the used returned product. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for six applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (indicating that the safety system detected fluid in the catheter and stopped the injection). During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.75 inches proximal to the catheter tip. In conclusion, the reported issue (system notice 50005) was confirmed through analysis and testing. The balloon catheter failed return inspection due to a guide wire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.